Event description:
The center contact states the center had a dialyzer with a blood leak. The dialyzer has been re-processed six times. The center uses reverse ultrafiltration (the psi is set @ 14 max). The blood leak alarm did sound. Blood was visible in the dialysate side. The hemastix test was postive. The blood was not returned to the patient. There was no patient injury or medical intervention. The center rinses its dialyzers with 500cc nss and then recirculates for 10 min. At 2kg/hr to clear the renalin from the system prior to initiating dialysis. For reuse the center uses the renatron with renalin.